Event description:
It was reported that during an l-2 l-3 & l-5 s-1 lumbar fusion/ laminectomy bilateral surgery, it was discovered that the motor device was "heating up" and making "rattling noises". There was no delay in surgery as an identical spare device was available. No injuries or medical intervention were reported. The reporter stated the patient's outcome post-surgical procedure was stable. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment revealed that the motor was damaged and does not function properly. Therefore, the reported condition was duplicated and confirmed. Evidence indicates this was due to immersion during cleaning. If additional information should become available, a supplemental medwatch report will be sent accordingly.